Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough ns, guide catheter: hyperion 6f, other: guideliner. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in a moderately tortuous and heavily calcified mid left anterior descending (lad). A perforation occurred during pre-dilatation. An attempt was made to stop the bleeding with a non-abbott balloon, but this was unsuccessful. A 2.80x19 rx graftmaster stent delivery system (sds) was advanced to treat the perforation; however, it failed to cross due to the patient anatomy. The graftmaster was attempted to be advanced with a guideliner; however, the sds failed to cross the lesion. A perfusion balloon was used to treat the perforation with long inflations. There was no clinically significant delay in the procedure and no adverse patient sequela related to the graftmaster. No additional information was provided.